Event description:
It was reported that the patient had additional leads implanted on (B)(6) 2022 due to ineffective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the lead was unable to be implanted in the trial lead location due to scar tissue originally, leading to the ineffective therapy. As a result, the patient had their system explanted and replaced with an scs system.